Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to change cut and coagulation setting on the erbe generator. The customer received phone assistance from the technical support engineer (tse). Upon verification, the customer mentioned that they had converted to open surgery due to "other reasons." Tse reviewed the onsite logs and confirmed no related errors. Tse confirmed that the customer was using the upper monopolar jack at the time of the call, but they had also tried the lower monopolar jack prior to contacting tech support with no change. The customer stated that the neutral pad icon was green. Tse had the customer reboot the erbe to resolve the issue. The customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Tse reviewed the onsite logs and confirmed no related errors. Tse confirmed that the customer was using the upper monopolar jack at the time of the call, but they had also tried the lower monopolar jack prior to contacting tech support with no change. The customer stated that the neutral pad icon was green. Tse had the customer reboot the erbe to resolve the issue. The customer proceeded with the case. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse's investigation this complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to unknown reasons. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.